Event description:
New information received notes the patient's lead was explanted and replaced. The patient was reported to be stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was relaying noise. The noise could be recreated with pocket manipulations and isometrics. The noise seemed to be correlated with mode switching and the patient experiencing shortness of breath. A lead replacement is anticipated but has not scheduled at this time.